Event description:
The site later reported that there no f3 or f6 alarms observed prior to the console being removed from patient use. The only code was the s3 alarm that originally cleared but then reoccurred and a battery module failure alarm when the device was unplugged to transport the patient. The motor was still operating on the previously-mentioned patient, and no further issues/challenges/alarms have occurred since the console exchange.

Manufacturer narrative:
D4: UDI number corrected. H4: manufacturing date corrected. H5/h8: usage of device corrected. Manufacturer's investigation conclusion: the reported events of an s3: system fault alarm and a b4: battery maintenance require alarm were both confirmed. A log file was extracted from the centrimag console which captured the system operating around the set speed on (B)(6) 2025. Three s3 alarms were observed on (B)(6) 2025 while the system was in patient use; these alarms appeared to have been caused by an issue with the console¿s fan speed, and the alarms cleared within a few minutes and did not prevent the pump from operating as intended. Later on the same day, the system was manually shut down, and the log file captured three b4 alarms on (B)(6) 2025 after the console was no longer in patient use. The returned centrimag console (serial number (B)(6)) was functionally tested at the service depot. S3 alarms were reproduced which were isolated to an issue with the console¿s fan, consistent with the log file observations. The fan was observed to have a significant amount of dust built up on its assembly which could have contributed to the fan not functioning as intended. B4 alarms were also reproduced which were isolated to an issue with the console¿s internal battery. The battery was still able to support a mock loop despite the active b4 alarm and despite not passing its battery maintenance test within known working test consoles. The battery was opened to inspect its welding and appeared unremarkable. The battery¿s cells were measured to check the voltages between each cell, and no atypical voltage measurements were observed. Further troubleshooting was unable to be performed, as the battery¿s printed circuit board is potted. The fan and battery were replaced with new components, then the console was functionally tested and performed as intended. The serviced and repaired console was returned to the customer site after passing all tests per procedure. The root cause of the s3 alarms was isolated to an issue with the console¿s fan which could have been caused by the dust buildup on its assembly. The root cause of the b4 alarm was isolated to an issue with the console¿s internal battery; however, the root cause of the battery¿s issue was unable to be conclusively determined through this analysis. Review of the device history record for centrimag 2nd gen. Primary console, serial number l04776-0003 showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (section 4 "warnings and precautions") warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 8.4 entitled ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including b4, f3, and p6 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer reported error code s3 on their centrimag console which occurred at least two times. The alarm was initially able to be cleared but it alarmed again. When the device was unplugged for transport to the operating room, a battery module failure alarm occurred. The console was plugged back to ac power and the transport was delayed while the backup console was obtained and switched. The battery was then replaced, and battery maintenance check was performed. The battery maintenance check did not pass. The customer reported error code f3 and f6 on the cmag console. The motor did not need to be exchanged as it was operating on the patient. No further issues, challenges, and alarms occurred since exchanging the console. The patient did not experience an adverse impact because of the event.